Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The patient also experienced angle closure with high iop due to the high vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue and debris on the lens. Claim # (B)(4).